Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to failed circulation pump. A check of the diagnostics showed the circulation pump was not able to generate pressure. Biomed would talk to manager about repair options and call us back. All good faith attempts have been made to obtain additional information. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. As the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Therefor labelling is not required. As the complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. Therefore DHR is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the biomed was unable to fill the arctic sun device. A check of the diagnostics showed the circulation pump was not able to generate pressure. Biome would talk to manager about repair options and call us back.

Event description:
It was reported that the biomed was unable to fill the arctic sun device. A check of the diagnostics showed the circulation pump was not able to generate pressure. Biomed would talk to manager about repair options and call us back.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.